Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional product code: hwc. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter occupation: reporter is a j&j employee. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: this (B)(4) is related to (B)(4) which reports about the secondary fracture which occurred after the surgery. This pc reports about the difficulty inserting nail which occurred in the first surgery. It was reported that on (B)(6) 2022, the patient underwent the surgery for the tibial shaft fracture with the nail in question. In the surgery, in the surgery, the implant was inserted with parapatellar approach. It was difficult to perform manual insertion near the entrance of the nail because the patient had hard soft tissue around the skin incision. Insertion was switched to using a hammer, and nail insertion was completed to the target distal position. The sales representative confirmed with the physician that there was no problem in the wound position in ap/ml and the wound direction in ml during the attendance. The surgery was completed successfully without any surgical delay. This complaint involves one (1) device tib-nail ø10 l345. This is report 1 of 1 for complaint (B)(4).